Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) evaluated the iabp, but was unable to duplicate the issue. The fse also found the doppler door missing on the cart. Furthermore, he replaced the doppler door and associated hardware listed as screw,pan head,ss 6-32 x 3/16 10 pieces, bracket, mount, doppler strg, spring compression .180x.750 2 pieces, screw,pan head,ss 6-32 x 1-1/4 4 pieces, screw,flat head 4-40 x 1/4 two (2) pieces, chassis,storage bins. The doppler was missing. The iabp passed all calibration, functional and safety tests performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that while in use on a patient, display flickers were noted on the cardiosave intra-aortic balloon pump (iabp). There was no patient injury or adverse event reported.